Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail of several hospitalizations for low blood glucose levels. The customer stated that she has low blood glucose levels while sleeping and wakes up with high blood glucose levels around 200 mg/dl. The customer reported having problems with her kidneys, having congestive heart failure, and retinopathy in her left eye. The customer reported scratches on the screen and several calibration errors. The customer declined to speak with the 24 hour help line. The customer was eligible for a new device. No further details were provided.